Event description:
The patient had been implanted with a synchromed pump after a successful trial. On 02/15/2006 at approximately 3am, the patient became unresponsive and required intubation "due to a cardiac event". The patient remains hospitalized in the intensive care unit. The hcp does not suspect the problem was due to the pump or drug delivery from the pump.